Manufacturer narrative:
(B)(4). (B)(6). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured july 17, 2014 - july 18, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black mark on its filter. This was identified after the device was compounded with tobramycin and before patient use. There was no patient involvement. No additional information is available. This is report 1 of 2.